Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the u.s. Stating that the device "runs hot" during an acdf procedure. No injuries or medical intervention were reported to have occurred. No additional information available.